Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was informed that they could continue using the pump and should call back if the code appeared again. The customer acknowledged and understood the instructions given.